Event description:
Customer reportedly received results of 213 mg/dl and 110 mg/dl within 10 minutes on the aviva plus system. Customer reported low blood glucose symptoms with the reported results. He fixed and ate his dinner and immediately felt better after eating. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.